Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 400mg/dl. The customer was treated with manual injection. Customer states that they had symptoms like she had little pain. Customer¿s current blood glucose was 127mg/dl. Troubleshooting was performed. Drive support cap was normal. Customer declined to check leaks or air bubbles but states that there were air bubbles in the reservoir. There were no site or insulin issues. The product will not return for analysis.